Event description:
It was reported the hcp interrogated the pump with a magnet and the console programmer. A pump stall occurred and a message was displayed during programming. The stall occurred at 16:18 with no report of recovery. The stall was likely due to repeated telemetry with a magnet from the console-type programmer. The hcp questioned the stall and realized that he should use the n'vision programmer without a magnet instead. The bolus was properly programmed and delivered. There were no changes in the pt's condition. The pt was monitored for any symptoms.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).